Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The caregiver (cg) stated the supply line (white clamp) was not separated from the bag but it was loose and there were air bubbles in the line. Renal therapy services (rts) advised patient to disconnect using aseptic technique. The patient completed drain manually. There was no patient injury or medical intervention associated with this event. No additional information is available.